Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported they experienced intermittent display problems on the central control monitor (ccm). It was reported that the ccm ran "fine" for the duration of the case. There were no delays, no blood loss or no adverse consequences to the pt reported by the user facility. Investigation in process, but not yet completed.

Manufacturer narrative:
Eval in progress, but not yet concluded.